Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet to charge. In addition, the usb cable did not charge the pump. The customer successfully charged the pump with an alernate usb cable. The customer's blood glucose was 96 mg/dl.